Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device retained by the customer.

Event description:
As reported: "patient indicated that this was the second surgery she is having with a stryker product to revise a stryker screw that was put in place but the screw "started coming out" after a few months. The screw was removed and 2 new screws and a plate were put in. A couple months later these cracked and caused the plate to shift which left the patient in a lot of pain. The surgeon was able to remove a part of the screws but portions of the screws were too deeply embedded in the patient foot and could not be removed. She mentioned that she has not been able to put a shoe on in over a year and a half and has not been very active as a result of these surgeries. She also mentioned that her surgeon told her that he had reported this incident to stryker. Patient also mentioned that they had a bunionectomy in this foot as well. She wants to consult with "someone" before deciding if the screws in her possession can be returned to stryker for evaluation. The screws were placed in my foot in (B)(6) of 2020 that were manufactured by stryker. On a follow up appointment my foot was still swollen and I was in a lot of pain. The x-rays showed the screw had broke after they were in for about 8 weeks. It happen between (B)(6) 2020 exam and the (B)(6) exam. I was having pain and the hardware was pushing out. My doctor wanted me to wait as long as I could before removing the screws because of the non union in my foot. He told me the longer I was able to wait the better it would be for my foot. I am a cancer survivor and had to have radiation a few years ago which may have contributed to the non union. I wanted to originally get the surgery in 2020 because we had reached our deductible. It was scheduled the third week in (B)(6) however I had to take a covid-19 test before and tested positive which delayed my surgery and pain. When I was at my doctor's appointment today I asked about the bump on my foot and he told me it was a build up of scar tissue from all of the surgeries in such a short period of time. I had to have an additional surgery early in the year because one of the stryker screws was coming out."